Event description:
It was reported that during a meniscus repair, when the deployment knob was depressed to deploy the t2, it had no resistance and failed to implant t2. Both implants were removed.

Manufacturer narrative:
A visual assessment of the device shows no ts or suture remain on the inserter. No ts or suture were returned. The devices actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.